Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt started having alarms on the power module at night. She was never symptomatic and could not articulate what alarms she was seeing. The vad coordinator could not reproduce any alarms in clinic. The power module pt cable was changed but the alarms continued. The system controller was then changed and no further alarms were reported. There was no reported trauma to the driveline. The log file submitted to the MFR for analysis contained multiple low flow, low speed and pump stoppage events. Add'l info submitted to the MFR approx 26 days later indicated that the pt had a pump power elevation followed by another pump stoppage. The alarm was heard, the percutaneous lead disconnected, but the power module pt cable had multiple twists in it. The MFR's technical services team member evaluated the percutaneous lead, which showed some thinning of the shield. An external percutaneous lead repair was subsequently performed.